Manufacturer narrative:
Philips has investigated this complaint. Philips provided a quote to the customer to have a field service engineer (fse) inspect the system onsite, but the customer cancelled the quote; no device inspection was performed by philips. No further information could be obtained from the customer. The codes were updated based on the investigation outcome. H3 other text : evaluation cancelled; no response received for further information.

Event description:
It was reported to philips that the azurion device did not display video output on the monitor. No harm was reported to philips. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.